Manufacturer narrative:
A visual evaluation of the ul pro fused headlight cable (001388lx9 was performed as actual device was not returned for evaluation: device history record review was not possible because the lot number was not provided. Visual failure analysis: per the provided images, this 001388lx9 had its lens missing due to rough handling/environmental damage. Conclusion: the reported complaint is confirmed. Per the provided images, this 001388lx9 cable is in used condition with the lens missing due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
Update to failure analysis & root cause: the returned 001388lx9 cable is in used condition with the lens missing due to rough handling/environmental damage. The reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the ul pro fused headlight cable ((B)(4)) lost its great bright light output that it used to have in the beginning. Customer believe that the problem is the light cable connector as it looks like the end was either split, shattered or melted. In the beginning, inside the metal piece there was a ¿glass¿ shield, and they they observed that the glass shield first showed small bubbles inside of it, now it has disappeared completely. They can see into the inside of connector which has turned into grayish color, that may be "burnt." They assume this diminishes the light output significantly and state they have used the headlight per instructions and under normal conditions. It was noted that the connector, and the metal part specifically gets so hot that it cannot be touched. The product was not in contact with a patient; there was no surgical delay or patient injury.